Manufacturer narrative:
The legal manufacturer performed the DHR review for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. The device was returned for investigation. Upon evaluation of the device, the reported event of video output distorted was not confirmed. The unit was tested with cf-hq190l, ltf-s190-5, ltf-vh, gif h-180 and gif q18 scope models. The video outputs were all functional and the olympus technician advised the customer to check the specific scope that caused the malfunction. The probable cause of the video output distorted is due to failure of the monitor cable. Furthermore, the monitor was out of synchronization and the screen replayed because the monitor setting was incorrect. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The device has not yet been returned. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
It was reported the video output on the monitor from an evis exera iii video system center was distorted. This event occurred during installation. No patient involvement or impact to patient care was reported.